Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump was received with normal operating current. The insulin pump passed self test. The insulin pump passed off no power test. The insulin pump was received with minor scratched lcd window, loose drive support disk and cracked reservoir tube lip.

Event description:
The representative reported via e-mail that the customer was not experiencing drive support cap anomaly but the insulin pump will be replaced. The insulin pump was returned for analysis.